Event description:
One "brain" and four IV modules running with epinephrine and milrinone on two of them. Yellow alarm on all four modules showed for about ten seconds and then all pumps turned off. The device needed to be plugged in, turned on and re-programmed. Patient's bp dropped into 70's in time of starting gravity saline and getting pumps back. The low battery alarm had not sounded prior to the pump shutting off. Patient was not injured.